Event description:
Ous MDR - home monitoring alerted the physician that rv threshold of this lead increased from 1v at implant to 5v and then to 10v after 1 month (r-wave & impedance were normal). Physician decided to adjust the lead on (B)(6) 2015. During the procedure, the helix could not be retracted at first, but after more than 40 turns and the physician trying to straighten the lead by using the stylet at the same time, the helix suddenly unscrewed. A few locations were attempted with this lead, but all threshold were >10v (tested with both analyzer & box), after that, the physician decided to implant a new lead and the new lead reading now is 0.5v in the same location. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.